Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent replacement of the implantable pulse generator (ipg) due to increased charging burden and the need for MRI conditionality. Electrocautery was used during the procedure. The explanted ipg was not released by the treating facility. Following the replacement procedure, the patient is reported to be well, and programming was sufficient to provide pain relief.